Manufacturer narrative:
The customer reported unable to activate the sensor. The reported issue was investigated. Per the abbott diabetes care compatibility guide, the reported configuration of samsung galaxy s24 device is not compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with samsung phone with android operating system version 14 and software version 3.6.0.11193. The customer reported a no message appears issue and was unable to obtain glucose readings. As a result, the customer experienced symptoms such as feeling hot, unwell, perspiring, and confused, and had difficulty describing other symptoms. The customer was unable to self-treat, requiring non-healthcare professional administration of dextro and juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with samsung phone with android operating system version 14 . The customer reported a no message appears issue and was unable to obtain glucose readings. As a result, the customer experienced symptoms such as feeling hot, unwell, perspiring, and confused, and had difficulty describing other symptoms. The customer was unable to self-treat, requiring non-healthcare professional administration of dextro and juice for treatment. There was no report of death or permanent impairment associated with this event.